Manufacturer narrative:
(B)(4). Batch # n57f4j. The analysis results found that the tlc75 device was received with the right wedge band damaged. A cartridge reload was present loaded on the device, with five drivers up, and the remaining drivers were down with staples present. No functional test was performed due to the condition of the device. No conclusion could be reach as to how the wedge became damaged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a partial gastrectomy by onco procedure, the stapler did not fire. It was unknown how the procedure was completed. There were no adverse consequences for the patient.